Event description:
It was reported that a 4.0 x 20 mm fox plus balloon catheter was advanced to the lesion and when inflating the device, there was a leak at the hub. There was no loose connection. The balloon could not be fully inflated, so the device was removed from the anatomy and another fox plus was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak at the base of the side arm, which prevented the balloon from being fully inflated. A search of the complaint handling database was performed and no other incidents were identified from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records based on the related records review, review of the elhr for this lot and expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident. The performance of these devices will continue to be monitored.